Event description:
Patient was implanted with 3.5mm lcp plate and six cortex screws on (B)(6) 2012, following an injury on (B)(6) 2012. Patient was returned to the operating room on (B)(6) 2012, for removal of hardware due to non union. It was reported that one 3.5mm cortex screw broke distally post operative. Two 3.5mm cortex screws pulled out distally from the bone. Surgeon removed all hardware and revised patient to a 10 hole plate, four 3.5mm locking screws and three 3.5mm cortex screws placed more distally. Procedure was completed without complications. This is 1 of 7 reports for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition.